Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump time was incorrect by five hours. The reporter could not determine if the time and date reset with the last battery change. During troubleshooting, the pump was rebooted and the time and date settings were maintained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no record of the alleged time and date settings issue. A timekeeping accuracy test was begun, but no completed because the time and date reset to default settings when the pump was rebooted. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.

Manufacturer narrative:
Device evaluated by manufacturer?: no.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.